Manufacturer narrative:
The technician found the head valve was not working correctly cause is unknown. The technician replaced the hydraulic head valve to resolve the issue.

Event description:
Account alleged that the head on the bed would not go up. No alleged injuries by the account.